Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection noted a significantly bent stylet inserted in the lead, and upon removal, the lead retained some bending. This is considered surgery-related damage. Laboratory testing and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately thirteen days after initial implantation, due to a non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately thirteen days after initial implantation, due to a non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Manufacturer narrative:
This report contains a correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately thirteen days after initial implantation, due to a non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. This device has been returned and analysis is expected.